Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on july 10, 2020 that a flexiva 200 tractip laser fiber was used in a left cystoscopy ureteroscopy with laser stent procedure performed on (B)(6) 2019. According to the complainant, during the procedure, there was no visibility through the laser tip. The laser tip was black instead of clear. The procedure was completed with a different device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: problem code 2976 captures the reportable event of fiber tip/face deformation. Block h10: investigation results the returned flexiva 200 tractip laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured approximately 311 cm from the top of the connector to the exposed glass tip. The exposed glass tip measured approximately 0.4 cm. Examination under magnification observed no damage to the exposed glass tip. Light from the sma connector was bright, clear, and round. Functional testing with the laser console observed that the aiming beam was bright, clear, and round. No other issues with the device were noted. The reported event was not confirmed. Based on the product analysis and information gathered, the conclusion code selected for the complaint is no problem detected, which indicates that the device complaint or problem cannot be confirmed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation on july 10, 2020 that a flexiva 200 tractip laser fiber was used in a left cystoscopy ureteroscopy with laser stent procedure performed on (B)(6) 2019. According to the complainant, during the procedure, there was no visibility through the laser tip. The laser tip was black instead of clear. The procedure was completed with a different device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.